Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A caregiver reported a high sensor scan of 119 mg/dl was received and the customer experienced a symptom of seizure and was unable to self-treat. The customer had contact with the emergency services who obtained a blood glucose result of 26 mg/dl and transported the customer to a hospital where the customer was administered glucose via IV. A post-treatment reading of 248 mg/dl was obtained on the hcp meter and o additional treatment was provided. When sensor scan of 119 compared to hcp meter result of 26 mg/dl is plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.